Event description:
It was reported that during a procedure for a patient with a right middle cerebral artery aneurysm, when the subject stent was pushed to the distal end of the microcatheter, the resistance increased, preventing the stent from advancing. When the physician attempted to withdraw the stent, it was found to be stuck. The subject stent was withdrawn out of the body along with the microcatheter. After the procedure when checking the product on the table, the subject stent was deployed inside the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during a procedure for a patient with a right middle cerebral artery aneurysm, when the subject stent was pushed to the distal end of the microcatheter, the resistance increased, preventing the stent from advancing. When the physician attempted to withdraw the stent, it was found to be stuck. The subject stent was withdrawn out of the body along with the microcatheter. After the procedure when checking the product on the table, the subject stent was deployed inside the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3: device evaluated by mfg - updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was received deployed within the proximal lumen of a microcatheter, approximately 3.5cm from the proximal end of the hub. The stent delivery wire (sdw) and the introducer sheath were returned. The microcatheter was noted to be intact. The microcatheter was cut in order to retrieve the stent. The stent was noted to be deformed at the proximal end. The sdw was kinked/bent at the distal tip and at the proximal end. The introducer sheath was noted to be intact. The functional inspection was unable to be performed as the stent was returned in a deployed state. The reported event ¿stent difficult/unable to advance or pullback through catheter' could not be replicated. However, the analysis results are consistent with the reported event. The reported event ¿stent deployed prematurely during use' was confirmed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure, and the patients anatomy was described as 'not tortuous'. It was reported that 'several coils were implanted through the first microcatheter, and then a stent was deployed through the second microcatheter. When the stent was pushed to the distal end of the microcatheter, the resistance increased, preventing the stent from advancing. When the physician attempted to withdraw the stent, it was found to be stuck. After that, the stent was withdrawn out of the body along with the microcatheter'. A product condition update was provided which stated that after the procedure when checking the product on the table, the stent was deployed inside the microcatheter. The stent was returned for analysis in a deployed condition, with the distal part of the stent deployed inside the proximal microcatheter lumen, and the proximal end of the stent deployed inside the microcatheter hub. The stent was noted to be deformed near the proximal end of the device. The sdw was returned for analysis and was noted to be kinked/bent both near the distal end and proximal end of the wire. The introducer sheath was returned for analysis and was noted to be undamaged. Based on the event description, it is likely that there was good stent transfer from the introducer sheath into the microcatheter lumen. In addition, there was no resistance reported when advancing the stent through the microcatheter lumen. It is unclear why the stent then experienced resistance near the distal end of the device which prevented it from being advanced/retracted. Some unknown procedural factor(s) resulted in the user experiencing difficulties while attempting to advance the stent through the distal part of the microcatheter. Upon realizing this (through increased resistance), the user attempted to withdraw the stent. During this action, as the stent reached the proximal end of the microcatheter, it naturally began to open/deploy as it exited the lumen and entered the microcatheter hub. The distal bumper of the sdw (which is smaller in diameter to the proximal bumper which is used to advance the stent) then slipped through the stent, leaving the stent partially deployed inside the microcatheter. This is the most likely explanation for the damage/observations noted during analysis and the information provided in the event description. An assignable cause of procedural factors has been assigned to the reported event ¿stent difficult/unable to advance or pullback through catheter' and ¿stent deployed prematurely during use' and to the analysed event ¿stent deployed prematurely during use¿, ¿stent deformed¿ and ¿sdw kinked/bent¿ as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.